Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke cap12 percutaneous lead implant site. An explant of the evoke scs system was performed to resolve the reported event.